Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number: (B)(6) e1: postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a flexible ureteroscopy + pyeloscopy/lasertripsy (kidney stone removal) the basket of an ncircle tipless stone extractor had ruptured. The patient was x-rayed and the drape closely inspected but there was no sign of the basket. The extractor was used to remove several kidney stones. When removing the last stone, the basket was opened to grab the stone and the stone was pulled to the bladder. The stone was able to be retrieved. When the basket was pulled out it was found that the end of the basket was "flimsy." As reported, no section of the device remained inside the patient's body and the patient did not experience any adverse effects or require any additional procedures due to this occurrence.